Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Low cycler pressure readings were noted during a routine hemodialysis treatment, followed by an arterial air alarm. The operator was not able to recover from the alarm and ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarm to issues with the patient's access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.